Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including incorrect surgical technique during device application, bending the plate near the locking hole. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided. Dfu-0192-eo 1. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 3. Do not bend the plate near the locking hole. Bending the plate near the locking hole can distort the hole¿s threading, which prohibits insertion of the screw.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/15/2025, a sales representative reported via email that during an ankle fracture procedure performed on (B)(6) 2025, the head of an ar-8935-16 non-locking low profile screw broke off while being inserted into a plate. The surgeon elected to leave the headless screw in place and proceeded with the procedure. The detached portion of the screw was not located or removed. Additional information was received on 09/19/2025: the head of the screw broke off while being inserted into an ar-9943t-10 locking third tubular plate, 10 hole. The nurse set aside the broken screw head, and the surgeon proceeded with the procedure by using the next hole in the plate, leaving the broken headless screw in place. The case was not delayed, and no additional anesthesia was administered. An ar-8943-30 drill bit, 2.5 mm, was used to prepare the bone socket for implant insertion. The patient's bone quality was reported as good.